Manufacturer narrative:
H.6. Investigation: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and show blood in the tubes at varying amounts; however, this product does not have a fill line on the label. The vacuum needs to be exhausted before removing the needle from the tube. Additionally, twenty (20) retention samples from bd inventory were evaluated by visual examination and functional draw testing and the issue of underfill was observed in four (4) of the retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of underfill based on retention sample testing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced underfill or low draw of a tube with blood. This event occurred eight times. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing underfilling. "The tubes are not filling up properly¿ the vacuum on the tubes is not working either. Eight tubes in total on (B)(6) 2021, - I called on (B)(6), but we had the same issue on (B)(6). One each day, we needed to collect 31 tubes from a research participant. Venipunctures on both days were perfect and blood flow was strong. We started noticing some tubes were not filling all the way. It was sporadic... One filled great, the next was a short fill, and the next filled great. On (B)(6) 2021, " emailed follow up questions. Customer sent email stating that they drew 2 people and drew 31 tubes per person and the issue of not filling correctly was sporadiac. Needle is tuermo wing set with bd holder. She states that she has used these needles and has drawn 1000s of tubes with no issues. Blood flow was good.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced underfill or low draw of a tube with blood. This event occurred eight times. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing underfilling. "The tubes are not filling up properly¿ the vacuum on the tubes is not working either. Eight tubes in total. (B)(6) 2021, - I called on (B)(6), but we had the same issue on (B)(6). One each day, we needed to collect 31 tubes from a research participant. Venipunctures on both days were perfect and blood flow was strong. We started noticing some tubes were not filling all the way. It was sporadic. One filled great, the next was a short fill, and the next filled great. (B)(6) 2021, " emailed follow up questions. Customer sent email stating that they drew 2 people and drew 31 tubes per person and the issue of not filling correctly was sporadiac. Needle is tuermo wing set with bd holder. She states that she has used these needles and has drawn 1000s of tubes with no issues. Blood flow was good.